Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose level was not impacted by the event. Reportedly, the customer reverted to an alternate form of insulin therapy.